Event description:
Post-op, the patient's IV would not run. Through probem solving and follwoing the IV tubing, rn found a large bulbous area in the part of the tubing which is softer than the rest, which was the part of the tubng which goes in the IV pump.